Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. This is a pmma hard lens model and is not foldable. (B)(4).

Event description:
A customer reported when using intraocular lenses (iols) of this model, they seem 'stiff' and of low quality compared to other manufacturers. This seems to cause complications for the patients following surgery such as bleeding from the iris, increase in intraocular pressure (iop), and inflammations. Additional information was requested and received reporting that at least 10 patients have been affected, possibly more. The haptics on the lenses are 'hard' which caused bleeding in the eye. Some patients have experienced eye infections which were treated at the hospital.